Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that ventricular tachycardia (vt) was observed on an external monitor for the patient with this pacemaker. Technical services (ts) was consulted to review the episode and noted atrial arrythmia with rapid ventricular response (rvr) at a rate of 120. Eventually, atrial sensed beats fell into the refractory period and were not tracked, resulting in ventricular pacing slowing and pacing at the lower rate limit. Stored atrial tachy response (atr) episodes also exhibited noise oversensing that corresponded with the ablation procedure the patient had undergone. Ts provided reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.